Event description:
It was reported the patient was experiencing increased recharge burden on their ipg. A manufacturer representative tried to connect to the ipg, and the ipg was unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.